Manufacturer narrative:
UDI code was added. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously applied conclusion code is no longer applicable.

Manufacturer narrative:
Analysis of the pump on 2017-jan-24 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. As per the pump¿s logs, the following medications were being administered at a minimum dose rate as of (B)(6) 2015: hydromorphone with concentration 30.0 mg/ml at a dose rate of 0.187 mg/day, bupivacaine with concentration 15.0 mg/ml at a dose rate of 0.094 mg/day. The previously applied results code is no longer applicable.

Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a consumer regarding a patient whose pump was used to deliver morphine, dilaudid and bupivacaine with an unknown dose and concentration. The indication for use was non-malignant pain. The patient history included diabetes mellitus type ii, hypertension, chronic back pain, shoulder injury, hyperlipidemia, obesity, venous insufficiency, chronic obstructive pulmonary disease, migraine, anxiety, asthma, sepsis, congestive heart failure, elevated cholesterol, depressive disorder, pneumonia, psychiatric nonspecific (depressing), sleep apnea, neoplasm of unspecified nature (squamous cell carcinoma), skin cancer, and chronic kidney disease (kidney stones). The patient's concomitant medications include caduet, aspirin, symbicort, coreg, cymbalta, prinzide, zestoretic, aldactone, flomax, spiriva, ativan, nexium, lanoxin, furosemide, and diabeta. On (B)(6) 2015 the consumer reported that an active alarm was heard and the personal therapy manager (ptm) showed the error message 8476, motor stall, and 8532, tube set. It was reported that the consumer had called 911 and the patient was currently receiving medical attention at the hospital. The patient had a sudden change in symptoms; the patient's symptoms were pain and flu like symptoms. On (B)(6) 2015 the company rep reported that the patient was inpatient with withdrawal symptoms and an alarming pump. The logs showed that the pump has stalled on (B)(6) 2015 and a tube set occurred on (B)(6) 2015. The health care professional (hcp) had tried to restart the pump but was unable to do so. On (B)(6) 2016 the hcp reported additional information. It was noted that the patient was scheduled for a follow up appointment to discuss the pump replacement. The patient had heard the pump alarm and started experiencing symptoms of sharp continuous low back pain, chills, diarrhea, and nausea on (B)(6) 2015. It was also noted that the patient was unable to get comfortable. At the patient's exam the patient appeared fatigued and the pump read as "motor stalled." The company representative later reported on (B)(6) 2016 that the patient was being managed well on oral medication and the pump would be replaced sometime next month.

Event description:
Additional information received on 2016-dec-08 reported the affected pump will be sent back to manufacturer for analysis. It was stated that the pump had been programmed to minimum rate since (B)(6) 2015 and was replaced on (B)(6) 2016. It was noted telemetry strip with the affected pump will be sent back to manufacturer. Caller's inquiries were reviewed and call was supplied with information needed for product return.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information was received on (B)(6) 2016 from the manufacturer¿s representative (rep). The device was returned to the manu facturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.